Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that on (B)(6) 2015, baclofen doses were administered twice. Additionally, a side port tap was performed on that date. The event was noted to be related to the device or therapy, not related to the implant procedure, and related to the drug. It was noted that the drug action that caused the event was an increase in the dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-07-08, information was received from a healthcare provider (hcp) via a company representative and later a hcp via a clinical study regarding a (B)(6), female patient who was receiving compounded baclofen via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history included quadriparesis. The patient¿s concomitant medications were not reported. On (B)(6) 2015, the patient had a pump replacement procedure and she experienced increased spasticity. On 2016-04-19, additional information was received. The patient experienced severe spasticity and itching on (B)(6) 2015. The pump was interrogated and logs were read but no alarms/stalls were noted. The physician gave the patient a bolus dose to see if she would respond. The patient was seen in the office and sent to the emergency room by the physician. A sideport tap and x-rays were done to determine a patent catheter and no pump malfunction. An x-ray was performed on (B)(6) 2015 and results were no disconnection of the catheter. There was free flow of cerebrospinal fluid (csf). The catheter was patent. No action was taken. Etiology was related to the device or therapy and not related to the implant procedure. Programming date from the most recent refill prior to event was (B)(6) 2015. The pump was examined (B)(6) 2015 and was delivering baclofen 2,000.0 mcg/ml; 370.0 mcg/day. The pump was updated (B)(6) 2015 with an 11 percent increase to deliver baclofen 2,000.0 mcg/ml; 410.1 mcg/day. The outcome was resolved without sequelae on (B)(6) 2015. The pump was updated (B)(6) 2015 with a 9 percent decrease to deliver baclofen 2,000.0 mcg/ml; 375.1 mcg/day. The patient presented to the emergency room with leg weakness on (B)(6) 2015. The patient was admitted to the hospital for a work up. A bolus of valium was done through the pump (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. Etiology was possibly related to the device or therapy and not related to the implant procedure. It was later reported the event was possibly related to the device or therapy and not related to the implant procedure; however surgery/anesthesia was noted in the etiology as well. Further follow-up was conducted to obtain clarification regarding the etiology.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. The patient was administered 2 baclofen boluses on (B)(6) 2015 through the catheter via a side port tap. An x-ray was also taken of the entire pump system. The event had resulted in an emergency room visit and unscheduled clinic or office visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study. It was reported the etiology was possibly related to the device or therapy, and not related to the implant procedure. Surgery/anesthesia was no longer noted in the etiology.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.